Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged blank display found on 06-jun-2022. Insulin pump fails displacement test, sleep current test, and active current test. Insulin pump passes self test. Received pump error 53 and pump error 54 during pump rewind. Received unexpected replace battery alert during testing. No blank display noted during testing. No blank display anomalies noted during testing. Pump successfully downloaded history files and traces using thump, however unable to redownload pump to verify line and file numbers for pump error 53 and pump error 54 due to unexpected replace battery alerts. No power alerts/alarms listed in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. No blank display anomalies noted during testing, blank display not confirmed. Unable to perform displacement test due to rewind anomaly. Rewind anomaly due to moisture damage on motor and force sensor. Pump error 53 and 54 due to moisture damage. High currents during testing due to moisture damage. Moisture damage confirmed on electrical board 1, electrical board 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.